Event description:
The customer reported being in the hospital with diabetes ketoacidosis and high blood glucose. The caller stated that the insulin pump was not delivering insulin. She entered the carbohydrates and her blood glucose, but the insulin pump just beeps. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip, scratched display window and case.